Event description:
Patient reported attempting to press the confirm button twice after the infusion device displayed an e8 (power interrupt) error message but the button didn't work. Patient reported attempting to change the battery and turned the infusion device on, but the display was totally unreadable. Patient stated the infusion device only works with the aviva combo commands. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the soft component of the up and down button is damaged due to handling with sharp objects. The buttons should not be actuated by using hard or sharp objects. Due to the leaky soft components liquid entered, the pump electronics and buttons. The resulting short circuit damaged the pump electronics and led to the e8 error message(s). The problem mentioned by the customer is related to mishandling of the product by the customer.